Event description:
A customer reported that the equipment displayed a system message and locked during a procedure. The procedure was completed with another equipment following a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The company rep cleaned the cables and connector to the air/fluid module. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).